Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique further described as the patient made a mistake, which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with amikacin. The patient remained hospitalized. The peritonitis was resolving and the outcome for the break in aseptic technique was not reported. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is use error- poor aseptic technique.